Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0741 respiratory arrest. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The teenage pediatric patient had a hypoglycemic event at approximately 6:00 am on (B)(6) 2023. The patient¿s mother stated that her follow app did not show readings after 3:00 am that night. The patient did not receive an alert from the cgm, but the mother does not know why as she did not look at the app to see what the issue was. At some point the patient became hypoglycemic and non-responsive and was not breathing. Paramedics were called and the bg was 0.6 mmol/l when they arrived. The patient was treated with glucagon and an IV glucose infusion. He was not taken to the hospital. No other treatment information was provided. During and after the hypoglycemic event, the mother checked the patient¿s bg with finger sticks and did not refer to the g6 app for egv's. No bg values checked by the mother were provided. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.